Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented for routine follow up. The patient noted a lack of vibratory alert from the implantable cardioverter defibrillator. The physician elected to explant and replace the ICD. There were no patient consequences.